Event description:
It was reported that during a supply change the ilet screen intermittently went blank and returned, and the patient then received an unable to proceed alert during fill tubing consistent with an occlusion; a replacement pump was arranged, and the affected device component was the tube. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a complete blockage associated with the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.